Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
Pr# (B)(4). Device internal memory was reviewed and showed a low battery warning. Replacement battery resolved the issue.